Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient implanted with a neurostimulator (ins) for essential tremor and movement disorders reported they have one implant and the other side is "drilled," but the implant was not put in because of a seizure. The patient did not know what happened and stated it might have been a panic attack or a seizure. An eeg was performed the following day, and there appeared to be no brain involvement. This occurred both days following the procedure as well. The patient thought it was a panic attack because they were overwhelmed. It was noted the patient is taking 500 mg of keppra twice per day. No further complications were reported.